Manufacturer narrative:
Manufacturer's investigation conclusion: the reported efferent limb thrombus could not be confirmed, as no images were provided for review. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the event; however, no additional information was provided at this time. The patient remained ongoing on heartmate ii lvas, serial number (B)(6) until they received a heartmate ii to heartmate ii pump exchange on (B)(6) 2020 (MFR# 2916596-2020-04799). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate ii patient handbook rev. C are currently available. Section 1, ¿introduction¿, lists potential adverse events, including peripheral thromboembolic events, that may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management,¿ lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a computed tomography (CT) scan done for concern of afferent limb thrombus.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.